Event description:
Ous MDR - it was reported to us that oversensing occurred with the atrial lead, but it is unclear what has caused this. The lead could not be explanted. The ICD has been received for analysis. The date of implantation was not provided. Belos dr-t, MDR 1028232-2009-01014.

Manufacturer narrative:
Ous MDR - the lead was not returned for analysis. The analysis of the lead is therefore based on the existing production documents. The manufacturing process of the lead was examined. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly.